Event description:
The customer contact reported blood loss. The tubing set was in use for twelve hours when the nurse accessed the sampling port to obtain a blood sample. At this time the port reportedly cracked; subsequently blood loss noted. The nurse clamped the tubing set. The tubing set was changed and thetherapy was resumed. There were no reported adverse patient effects. No medical intervetnions were required. Though requested, no additional information was provided.